Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06178. It was reported that the patient was experiencing diaphragmatic stimulation. Fluoroscopy revealed that the right atrial lead had dislodged. The patient presented for procedure and the lead was explanted. During the procedure, the right ventricular lead was tested and exhibited low sensing threshold. The right ventricular lead was also explanted and both leads were replaced successfully. The patient discharged post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.